Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced fuzzy vision and hazy. Clinical reason being mentioned as distance vision blurry. The iol was explanted and exchanged for a noncompany lens in the secondary implant procedure. The patient described his vision was still hazy and in the surgeon¿s opinion, the product did not contribute to or cause the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).